Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with a blood glucose level of 208. The customer's wife stated that the hospital has not given an official cause of hospitalization, but they have performed an MRI where the customer showed signs of a stroke. Prior to the event, the customer's wife stated that the customer was very tired, vomiting, falling asleep and waking up in pain and discomfort. The customer's wife also stated that the customer was complaining of pain in his head over his eyes and he was unable to focus and use his insulin pump. The customer's wife further stated that prior to going to the hospital, the customer had treated with the insulin pump and his blood glucose level had started going down. Troubleshooting was performed, but the insulin pump alarmed motor error multiple times. The customer's wife stated that the insulin pump may have been exposed to an MRI. Nothing further was reported.